Event description:
Revision surgery of c6-7 or c7-t1 roi-c with vertebridge construct due to anchoring plate fracture. Pt was revised using posterior cervical instrumentation but roi-c construct was not removed. Revision was performed by a different surgeon than the surgeon who performed the original roi-c surgery. The date of the revision surgery is unk. Investigation into two anchoring plate fractures for this pt concluded that the vertebral endplates were over-prepared and the roi-c peek cages had no anterior support due to the anatomy of the patient. These factors contributed to a delay in fusion and hyper-loading on the plates causing them to fracture. The pt is reported to be doing well after the revision surgery.

Manufacturer narrative:
Additional expiration date: 02/01/2015. Additional device manufacture date: 02/01/2010.